Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3:product analysis verified not working. Console had a defective pmb pcba(power failure build-repo). Product ID: nim4cpb1, serial/lot #: (B)(6): product analysis could not verify 'not working.' Console(c2314128) failure/not patient interface. Unit presented with updated softwa re:(v1.4.3) and fully charged batteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim4.0 was not working properly prior to use, tried alternate handpiece and still it was not working. No patient impact.